Event description:
It was reported that a home patient (hp) had received a system error 2240 (air in set) alarm. This occurred on a homechoice (hc) machine during the initial drain. The caregiver (cg) added the patient line extension after priming the patient line. The technical service representative (tsr) assisted the cg in clearing the alarm and ending therapy. The tsr advised the cg to start over using new supplies. No adverse event was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The care giver had not primed the extension line, which is a user error. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. A review of the labeling for the product family will be performed. Should additional relevant information become available, a supplemental report will be submitted.